Manufacturer narrative:
This report is submitted on march 18, 2024.

Event description:
Per the clinic, the patient developed an infection at implant site and subsequently was treated with oral antibiotics on (B)(6) 2024 (specific duration not reported). The patient also experienced wound dehiscence at implant site, exposing the receiver/stimulator (specific date not reported). The implanted device remains. Explant is planned but has not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and there are no plans to re-implant the patient with a new device as of the date of this report. Device analysis report attached. This report is submitted on may 02, 2024.